Manufacturer narrative:
Additional data: device evaluation: the product was returned in a micro centrifuge vial with moisture. Visual observation found the lens with a haptic tear. Corrected data: date of this report: in the initial MDR, 15-nov-2017 corrected to 16-nov-2017. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) -secondary surgery, lens exchange. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1, -9.5 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.